Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that while the patient was playing, he did a cartwheel and from then on, he was no longer able to hear with his device. It is believed that he child is very lively and active in his playing. The speech processor was found to be functioning properly. Testing confirmed that the device has malfunctioned.